Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the blade broke. The broken part was retrieved from the patient. Another like device was used to complete the procedure. No patient consequence reported.